Manufacturer narrative:
Product event summary: the device was returned and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to the device reaching elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex.. If information is provided in the future, a supplemental report will be issued.